Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated 03aug2020 in the b.5. Field. No further follow up is planned. This report is associated with 1819470-2020-00087 since there is more than one device implicated. This device was associated with increased blood glucose on (B)(6) 2008, (B)(6) 2012, (B)(6) 2016, and (B)(6) 2020 as well as decreased blood glucose on (B)(6) 2008, (B)(6) 2012, (B)(6) 2016, and (B)(6) 2020. Evaluation summary: a female patient reported that her humapen (unknown device type) device had an unspecified malfunction. The patient experienced increased blood glucose and decreased blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and product complaint (pc), concerned an 81-year-old chinese han female patient. Medical history included cataract, myopia and blurred eye. She was allergic to penicillin. Concomitant medications included acarbose, voglibose and atorvastatin, all for the treatment of unknown indications. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30), from cartridge via a reusable devices (humapen unknown and humapen ergo ii), twice daily, subcutaneously for diabetes mellitus, beginning in (B)(6) 2008. Dose was not provided. In (B)(6) 2008 and in (B)(6) 2012, while on human insulin isophane suspension 70%/human insulin 30% treatment, she was admitted in the hospital due to blood glucose could not be controlled down and it was sometimes high sometimes low (value, units and reference range were not provided). Reportedly, sometimes pre-prandial blood glucose was even higher than post-prandial. In 2013, she stopped taking human insulin isophane suspension 70%/human insulin 30% treatment due to an unknown reason and started taking insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) injections (humalog 50) from cartridge via a reusable devices (humapen unknown and humapen ergo ii), twice daily (16 units each morning and 12 units each evening), subcutaneously for diabetes mellitus. In (B)(6) 2016 and in (B)(6) 2020, while on insulin lispro protamine suspension 50%/insulin lispro 50% treatment, she was admitted in the hospital due to blood glucose could not be controlled down and it was sometimes high sometimes low (value, units and reference range were not provided). Reportedly, sometimes pre-prandial blood glucose was even higher than post-prandial. On an unknown date, humapen unknown had issue and it was replaced afterwards (pc number: (B)(4), lot number: unknown). On an unknown date in (B)(6) 2020, injection button of humapen ergo ii required a lot of effort to press (pc number: (B)(4), lot number: 1201d01). Information regarding outcome and corrective treatment was not provided. Status of insulin lispro protamine suspension 50%/insulin lispro 50% treatment was continued. It was unknown if she would resume treatment with human insulin isophane suspension 70%/human insulin 30%. The patient was the operator of humapen unknown and humapen ergo ii and her training status was not provided. The general humapen unknown and humapen ergo ii duration of use and suspect humapen unknown and humapen ergo ii was not provided. The humapen unknown was stopped on an unknown date and humapen ergo ii was continued. The suspect devices were not returned to the manufacturer. The initial reporting consumer did not know if the events of high glucose (first and second episodes) and low glucose (first and second episodes) were related and did not associate remaining events to human insulin isophane suspension 70%/human insulin 30% treatment. The initial reporting consumer did not know if the events of high glucose (third and fourth episodes) and low glucose (third and fourth episodes) were related and did not associate remaining events to insulin lispro protamine suspension 50%/insulin lispro 50% treatment. The initial reporting consumer did not provide an opinion of relatedness between the events and humapen unknown and humapen ergo ii. Edit 22jul2020: updated medwatch fields for expedited device reporting. No new information added. Update 03aug2020: additional information received on 03aug2020 from the global product complaint database. Entered the device specific safety summary (dsss) and updated the medwatch and european and canadian (EU/ca) device fields for the suspect device associated with (B)(4). Entered the device specific safety summary (dsss) and updated the medwatch and european and canadian (EU/ca) device fields, improper use and storage from no to yes, malfunction from unknown to no, and date of manufacture for the suspect device associated with (B)(4). Corresponding fields and narrative updated accordingly. Update 06aug2020: additional information received on 06aug2020 from the global product complaint database. No new information added.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2020-00087 since there is more than one device implicated. This device was associated with increased blood glucose on (B)(6) 2008, (B)(6) 2012, (B)(6) 2016, and (B)(6) 2020 as well as decreased blood glucose on (B)(6) 2008, (B)(6) 2012, (B)(6) 2016, and (B)(6) 2020.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and product complaint (pc), concerned an (B)(6)-year-old (B)(6) female patient. Medical history included cataract, myopia and blurred eye. She was allergic to penicillin. Concomitant medications included acarbose, voglibose and atorvastatin, all for the treatment of unknown indications. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30), from cartridge via a reusable devices (humapen unknown and humapen ergo ii), twice daily, subcutaneously for diabetes mellitus, beginning in (B)(6) 2008. Dose was not provided. In (B)(6) 2008 and in (B)(6) 2012, while on human insulin isophane suspension 70%/human insulin 30% treatment, she was admitted in the hospital due to blood glucose could not be controlled down and it was sometimes high sometimes low (value, units and reference range were not provided). Reportedly, sometimes pre-prandial blood glucose was even higher than post-prandial. In 2013, she stopped taking human insulin isophane suspension 70%/human insulin 30% treatment due to an unknown reason and started taking insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) injections (humalog 50) from cartridge via a reusable devices (humapen unknown and humapen ergo ii), twice daily (16 units each morning and 12 units each evening), subcutaneously for diabetes mellitus. In (B)(6) 2016 to (B)(6) 2016 and in (B)(6) 2020, while on insulin lispro protamine suspension 50%/insulin lispro 50% treatment, she was admitted in the hospital due to blood glucose could not be controlled down and it was sometimes high sometimes low (value, units and reference range were not provided). Reportedly, sometimes pre-prandial blood glucose was even higher than post-prandial. On an unknown date, humapen unknown had issue and it was replaced afterwards (pc number: (B)(4), lot number: unknown). On an unknown date in (B)(6) 2020, injection button of humapen ergo ii required a lot of effort to press (pc number: (B)(4), lot number: 1201d01). Information regarding outcome and corrective treatment was not provided. Status of insulin lispro protamine suspension 50%/insulin lispro 50% treatment was continued. It was unknown if she would resume treatment with human insulin isophane suspension 70%/human insulin 30%. The patient was the operator of humapen unknown and humapen ergo ii and her training status was not provided. The general humapen unknown and humapen ergo ii duration of use and suspect humapen unknown and humapen ergo ii was not provided. The humapen unknown was stopped on an unknown date and humapen ergo ii was continued. Information regarding their return was not provided. The initial reporting consumer did not know if the events of high glucose (first and second episodes) and low glucose (first and second episodes) were related and did not associate remaining events to human insulin isophane suspension 70%/human insulin 30% treatment. The initial reporting consumer did not know if the events of high glucose (third and fourth episodes) and low glucose (third and fourth episodes) were related and did not associate remaining events to insulin lispro protamine suspension 50%/insulin lispro 50% treatment. The initial reporting consumer did not provide an opinion of relatedness between the events and humapen unknown and humapen ergo ii. Edit 22jul2020: updated medwatch fields for expedited device reporting. No new information added.